Manufacturer narrative:
No product information is available at this time. Brand name,510 k -n/a. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 6 days after a right ileocolectomy surgery, the patient complained presence of fistula. The fistula was discovered due to clinical worsening and new laparotomy for the preparation of a double-barreled ileocolostomy. It evolved with a peristomal perforation and new ileocolostomy was made which collapsed in the skin and subcutaneously. There was a reintervention performed. After the 37th day of the first surgery, the patient died. The patient¿s comorbidities were anemia and obesity. The patient¿s preoperative diagnosis was right colon carcinoma. The cause of death was due to the failure of many tissues in second sepsis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.